Event description:
Synvisc one was prescribed for off label use/will be injected into left ankle [off label use] case narrative: initial information received on 20-aug-2018 regarding an unsolicited valid serious case received from health authorities of united states under reference. This case involves adult patient who experienced synvisc one was prescribed for off label use/will be injected into left ankle, while he/she using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was prescribed intra-articular synvisc one (hylan g-f 20, sodium hyaluronate), to be injected in left ankle (off label use). The patient developed an event of a serious synvisc one was prescribed for off label use/will be injected into left ankle (off label use). This event was assessed as medically significant and was leading to intervention. Final diagnosis was not applicable synvisc one was prescribed for off label use/will be injected into left ankle. It was not reported if the patient received a corrective treatment. The patient outcome is reported as not applicable for synvisc one was prescribed for off label use/will be injected into left ankle. A product technical complaint was initiated on (B)(6) 2018for synvisc-one. Batch number: unknown global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter comment: not provided. Additional information received on 27-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Amendment to the (B)(6) 2018 report: amended the product malfunction field ("yes" was deleted) and the seriousness criteria field ("intervention required" was added).

Event description:
Synvisc one was prescribed for off label use, will be injected into left ankle [off label use]. Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid non-serious case received from a pharmacist from united states via health authority (mw5078946). This case involves an adult patient who was prescribed hylan g-f 20, sodium hyaluronate (synvisc one) for off label use and received injection in left ankle. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was prescribed intra-articular hylan g-f 20, sodium hyaluronate injection (dose, frequency, lot number and indication: unknown) in left ankle (off label use). Final diagnosis was synvisc one was prescribed for off label use, will be injected into left ankle. Seriousness criteria : medically significant. A product technical complaint was initiated on (B)(6) 2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 27-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.